Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing blood glucose (bg) levels of 28-35 mg/dl. Reportedly, customer was stacking bolus deliveries. Bg was treated with intravenous saline and glucose. Reportedly, customer left the ER 2-3 hours later with the issue resolved and no permanent damage.